Event description:
It was reported that a high lead impedance caused a patient alert. Current device status is unknown. No patient complications have been reported due to this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.